Event description:
On 03/06/2012 the patient contacted animas alleging that the pump began making a beeping sound a week ago, and now the pump will not power on at all. The patient confirmed that there is no visible structural damage to the battery cap or compartment, and that there is no visible corrosion in the battery compartment. The patient reportedly attempted to resolve the issue by changing the battery, without success. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.